Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient uses tandem mobi in hybrid closed loop and experienced unconsciousness while the cgm was 319 mg/dl. The bg was 19 mg/dl. According to the patient¿s hospital discharge summary, prior to the event, the cgm was 260 mg/dl and the patient felt unwell and had bolused insulin. The patient reportedly required revival and was treated with IV dextrose bolus. The patient underwent CT (computed tomography) scan. While in the hospital, the patient replaced the sensor and the new sensor failed within 5 minutes. The patient was discharged the following day. The length of time in the hospital (less than or more than 24 hours) is unknown. The patient was doing fine during the tine of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.